Event description:
It was reported that when the patient presented in clinic for follow-up, a stored episode of inappropriate high voltage therapy due to post-sensed t-wave oversensing on the ventricular channel was observed. The device was reprogrammed and remains implanted.